Event description:
Guide catheter within the 8 f sheath experienced failure to torque upon removal approx 1 foot of the distal end severed from body of guide catheter. Sheath & remaining guide catheter in pt successfully removed via cut down; 2 sutures applied, with 15 min pressure; pt stable. Procedure aborted to be rescheduled.